Event description:
Boston scientific received information the implant of a left ventricular assist device, noise was recorded on this device resulting in non-sustained episodes, but no inappropriate therapy. One month later, the patient developed an infection. The device was explanted due to the infection with no additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.